Event description:
Pt. Had hip revision surgery for recurrent dislocations. "Found a large amount of motor oil - appearing fluid came out." The patient had massive metallosis of the soft tissues and complete destruction of all the abductors.